Manufacturer narrative:
On 05-nov-2024, additional information was received, and it was indicated that since this is a sensitive topic with the physician, it is hard to ascertain certain details of the event. The date of death was a few days after the complaint was logged, and the cause of death was esophageal fistula. During an internal review on 13-nov-2024, it was noted that the code of death (f02) was missing. Therefore, h 6. Health effect - impact code has been updated with this code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) / right atrial (ra) flutter ablation and the patient experienced esophageal fistula and ultimately, the patient died. Approximately three and a half (3.5) weeks after the procedure, the patient presented to the hospital and was re-admitted with atrial-oesophageal fistula. The catheters used were qdot for right sided veins and thermocool smarttouch sf (stsf) for left sided veins ablation. One heating spot was noted on the left atrium (la) posterior wall near left inferior pulmonary vein (lipv). Ablation parameter of visitag 50w, ai 427, cf 11-31g, 9sec lesion. Heating noted on single sensor probe, physician moved site for next seven ablations before returning to same site. Physician involved in case noted that the patient was an inpatient in ra flutter at time of procedure and pulsed field ablation (pfa) would not have been offered. The patient had medical intervention although no details were provided. It was reported on (B)(6)2024 that the patient passed away. A ngen generator was used in stsf power control mode in area of interest (tagged heating site). Settings were 50w, ai guided lesions with target of 400 on posterior wall. Some overshoot noted with lesion of interest having a surpoint value of 429 in an 11.1 sec lesion. Overshoot likely due to respiration cycle add on. Impedance drop only 5ohm. Cf 12g. There were no errors on carto or ngen during the procedure. Single transducer temperature monitoring was used at this site for this case to prevent esophageal injury.

Manufacturer narrative:
B2. Date of death - the exact date of death is unknown at this time and so this field was populated with the awareness date. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. A picture was received for evaluation following johnson & johnson medtech's procedures. Unable to confirm adverse event based on images provided. The physician's opinion is needed to determine potential cause of the event. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. The customer complaint cannot be confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).